Event description:
Medtronic received additional event details: the dead space of the delivery catheter was filled with dmso. There was no friction or difficulty during with flushing or injection. There were no kinks or damage on the catheter. The injection was done per the instructions for use. The patient is female, 50yrs, weight unknown. This event occurred during an embolization of a posterior circulation area. The posterior cerebral artery was inadvertently embolized by the onyx. No additional medical intervention was provided, and the procedure was ended.

Manufacturer narrative:
The apollo micro catheter was returned. The apollo total length and usable length were measured to be within specification. The apollo distal floppy segment was measured to be within specification. The 1.5cm detachable tip was found to be intact. No damage was found with the catheter tip. Onyx was observed inside the catheter tip and hub. The entire surface of the apollo micro catheter body was examined under magnification. The catheter body appeared to be damaged and kinked at the distal tip. The apollo micro catheter body was found to be ruptured at ~6.0cm from the distal tip. No issues or irregularities were found with the apollo micro catheter hub. The apollo micro catheter was pressurized with water and found non-patent. The apollo micro catheter appeared to be occluded with onyx. An in-house mandrel was inserted into the apollo distal tip lumen and became stuck at ~1.0cm into the catheter lumen. Onyx residue was also found on the outside of the catheter body. No other anomalies were observed. Based on the returned catheter and reported information, the report of ¿catheter leak¿ was confirmed as the returned apollo micro catheter was found to be kinked and ruptured. The rupture appeared to have occurred as a result of over-pressurization. Rupture can occur during injection of onyx or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-01263. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of apollo catheter leak with onyx. The patient reportedly experienced a posterior infarction. Prior to the event, the devices had been prepared and used per the instructions for use (IFU). The catheter was flushed as per the IFU. The apollo was reportedly not tested for leaks prior to use.